Event description:
It was reported that pump experienced malfunction alarm that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery. Technical support arranged shipment of replacement pump.